Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine bleeding, parity 5 and lower abdominal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), menorrhagia ("menorrhagia-9 days heavy-can bleed for 3 weeks"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fibrocystic breast disease ("fibrocystic breast"), uterine prolapse ("uterine prolapse"), uterine malposition ("retrodisplaced uterus") and migraine ("menstrual migraine headaches"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fibrocystic breast disease and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fibrocystic breast disease, menorrhagia, migraine, pelvic pain, uterine malposition and uterine prolapse to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 14-dec-2020: mr received : previously reported event "medical device removal" updated to "pelvic pain", reporter, lot number, medical history added. New event added: abdominal pain, dysmenorrhoea, dyspareunia, fibrocystic breast disease, menorrhagia, migraine, uterine malposition and uterine prolapse. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine bleeding, parity 5 and lower abdominal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), menorrhagia ("menorrhagia-9 days heavy-can bleed for 3 weeks"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fibrocystic breast disease ("fibrocystic breast"), uterine prolapse ("uterine prolapse"), uterine malposition ("retrodisplaced uterus") and migraine ("menstrual migraine headaches"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fibrocystic breast disease and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fibrocystic breast disease, menorrhagia, migraine, pelvic pain, uterine malposition and uterine prolapse to be related to essure (ess205). Lot number: 621681, manufacture date: 2006-10, expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: plaintiff fact sheet received. Reporter added. Essure indication updated. Event injury was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.